Event description:
It was reported tha the pump's low reservoir alarm was not heard during a hospital visit. On (B)(6) 2015, the pump was refilled and the daily dose was increased. The patient has continued therapy and no additional problems have been observed.

Manufacturer narrative:
(B)(4).